Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The unit would not turn on. The power supply needed to be replaced and the unit needed a power switch upgrade and lamp replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii xenon light source would not power up at all. The power switch was sticking. The issue was found during preparation for use. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. This device was released prior to countermeasures for a design change of the power switch from the date of manufacture. It is likely that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. Countermeasure products had been shipped on or after june 13, 2018. Regarding the issue of the power not turning on, approximately eight years had passed since the device was manufactured, and it was likely that the power supply became inoperable because the power supply unit deteriorated over time and failed due to long-term use.